Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had lead warnings for impedances out of range. The leads were explanted and appeared normal so the physician wanted the device analyzed for a possible performance issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis. There was one ventricular non-sustained (nst) episode equal to 210 milliseconds (ms) on (B)(6) 2012. There were also four ventricular fibrillation (vf) episode with an average ventricular cycle length equal to 160 ms between (B)(6) 2012 and (B)(6) 2012. Analysis revealed two patient alert were triggered for lead failure predictor (lfp) on (B)(6) 2012 and (B)(6) 2012. There were four lfp high rate non-sustained (ns) episodes with an average ventricular cycle of less than or equal to 215 ms between (B)(6) 2012 and (B)(6) 2012. Ventricular short interval count (v-sic) equal to 7.5 counts avg/day, in 36.58 days, between (B)(6) 2012 and (B)(6) 2012.